Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; however, a specific value was not provided. Cause was not known. Reportedly, the customer lost consciousness, fell, resulting in "bruising and cuts". Emergency medical services were called and gave 2 bags of dextrose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.